Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition was observed indicating a failure of the battery. The device's power management board was replaced to address the issue. The device's power cord clamp was missing and was replaced to address the issue. The device was tested and passed all final testing.